Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for non-malignant pain and post lumbar laminectomy syndrome. The caller reported that the patient has not felt stimulation for 2 days. The caller stated that they tried to increase stimulation, but cannot. They noted that they can only decrease the stimulation. Troubleshooting was done at the time of the report, and patient services walked the caller through using the programmer. It was noted that the caller did not have the device on, and turned the device on at the time of the report. The caller was able to walk the patient through increasing stimulation. The caller then stated that the patient went out of town and felt something crack. They added that the device hurt the patient, and they are feeling pain where the battery is. No further complications were reported.